Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (resets) was isolated to an internally open y1 crystal oscillator. The root cause of the open y1 crystal oscillator was unable to be positively identified. There was no adverse event that resulted from the damaged charger.